Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer's blood glucose level was unknown. The unexpected restart alarm was resolved through troubleshooting. The customer also received a battery out limit alarm during the call. They were assisted with clearing the alarm. They were assisted with reprogramming the time and date. The batteries were not out of the insulin pump greater than duration allowed by it. Troubleshooting was performed. The insulin pump alarmed a battery out limit. The device will not be returned for analysis.